Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 2.50mm x 12mm was returned for analysis. No issues identified with the hypotube shaft during visual/tactile inspection. A detailed microscopic examination of the balloon material identified a leak coming from the pinhole 5mm from distal markerband. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 20 atmospheres as per instructions for use using the inflation aid, however, a leak was noted coming from the pinhole 5mm to the distal markerband.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured at rated burst pressure (rbp). The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured at rated burst pressure (rbp). The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.